Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nighttime low blood glucose while using the ilet with a g7 sensor, with a documented low of 64 mg/dl and episodes occurring nightly for approximately a week; the user reported treating lows with 2¿4 glucose tablets every five minutes, which appeared to result in fluctuating glucose levels. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose for about 20 minutes per episode without medical intervention, ketone testing, or hospitalization. Investigation included review of available use patterns and user-reported treatment behavior. Investigation of this case revealed that the user¿s approach to treating hypoglycemia was consistent with overtreatment, leading to rebound hyperglycemia and subsequent lows, and no device performance issue was identified. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.